Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported extremely sick and rupture. Device remains implanted. Record relates to left side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Visual analysis: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ white encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported extremely sick and rupture. Device has been explanted. Record relates to left side.

Event description:
Device has been explanted.